Event description:
It was reported that during implant attempt, while the lead was being tested on the table, the helix did not come out. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. The fixation system-sleeve head was distorted. Visual analysis noted the lead was damaged at implant.